Event description:
The customer's mother reported the customer did not wake up at 10:30 a.m. When she tested the customer's blood glucose, she obtained a reading of 300 mg/dl and administered insulin. The customer's mother tested the customer's blood glucose again at 1:04 p.m., and when she received a "hi" reading, she administered another dose of insulin and called paramedics. It was reported the paramedics obtained a reading of 45 mg/dl (unknown meter) while a reading of 185 mg/dl was obtained on the customer's meter. The reported readings were completed within ten minutes. The customer reportedly lost consciousness and was treated with an intravenous glucose medication. The customer was then transported to a hospital where she was reportedly diagnosed with severe hypoglycemia, and kept on treatment with an intravenous glucose medication. There was no report of death or permanent impairment associated with this event. Although the customer's mother also reported the customer lost consciousness in '09, it is unknown how an adc device contributed to that event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available. Note: it should be noted that the freestyle lite meter displays "hi" for readings over 500 mg/dl.